Event description:
It was reported the patient had a failure of a 6dct on an unspecified date during the late 2008 to early 2009 time frame. The reporter stated that patient has the cuff down during the day, and inflates the cuff at night when attached to the ventilator. The caller stated that the problem appears to be leakage from the valve in the pilot balloon.

Manufacturer narrative:
The lot number is unknown. It is not known if the tracheostomy tube was disposed of, or is available for failure investigation; however, its return has been requested. No analysis conclusions can be drawn without the device or the lot number. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.